Event description:
It was reported that this right ventricular (rv) lead was explanted due to it gradually developing an increase in its capture threshold measurements. A new device was implanted. No additional patient effects were reported.